Event description:
It was reported to philips that the device gave ECG artifact from the pt connector. There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.